Manufacturer narrative:
Section b3: the event date was estimated. Section h10: due to system limitations, the following related report numbers were not included: 2916596-2026-2917194 and 2916596-2026-2917776. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had rescue tape on their external driveline where there was an exposed area noted previously and secured on an unknown date. It was said that an extension of this occurred approximately on the week of 26apr2026.